Event description:
On (B)(6) 2012, aci received a copy of a medwatch report ((B)(4)). The report stated that the date of event was (B)(6) 2012, and was sent to the FDA by the user facility on (B)(4) 2012. Following is the description of the complaint: "after completing multiple percutaneous transluminal angioplasties (pta) and stents on this patient, the mynx closure device was deployed by the doctor to the right femoral access artery. However, instead of the seal (mynx) staying inside the artery, it came right out. The patient had an anticoagulant (angiomax) during the procedure, so the doctor ordered a femostop he applied. The patient's right leg became mottled a few minutes after the application of the device, it was loosened, eventually taken off and manual digital pressure was applied to obtain hemostasis. The patient also reported numbness of the right leg, with a transient drop in bp, tibial and distal pulses went from thready (immediately after application of the device), to very weak even with a doppler. The doctor accessed the left femoral leg to check the status of the right iliac and right leg vasculature. The mottling of the right leg started to improve and eventually returned to normal color with palpable tibial pulse and doppler pedal pulse, as well as absence of numbness at the end of the case. The patient subsequently transferred with vital signs stable. No groin complications. Ambulated the next morning without trouble. Both groins soft and without bleeding or hematoma. Discharged home the next day in good condition." No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1129001) indicated that the device lot met all established performance criteria prior to shipment.